Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that one year post port device placement and upon x-ray examination, it was noted that the device allegedly cracked and caused extravasation. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport titanium low profile attached to a catheter was returned for evaluation and four medical images were provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and fluid leak issue as a longitudinal split was noted on the catheter approximately 4.8cm from the distal end of the cath-lock. The edges of the longitudinal split were noted to be smooth. During functional evaluation, leak was noted through the longitudinal split upon infusion. Further, the medical images also confirms both fracture and fluid leak issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months post port device placement and upon x-ray examination, it was noted that the device allegedly cracked and caused extravasation. The current status of the patient is unknown.

Event description:
It was reported that one year post port device placement and upon x-ray examination, it was noted that the device allegedly cracked and caused extravasation. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Although, four medical images were provided for review. The first x-ray image focused on the left chest. The catheter appears looped proximally near the port and no fracture or extravasation is visualized. Again image 2 shows a partial x-ray focused on the left chest. Looped-configuration described in image 1 is not seen in the second image. Small amount of contrast extravasation appeared on 1/3rd of the left clavicle. X-ray image 3 shows a left chest and catheter, here abnormality in the proximal catheter were noted. X-ray image 4 appears similar to image 2 as a small extravasation proximally in the catheter just below the proximal 1/3rd of the left clavicle. Based on the image review the investigation is confirmed for the reported fracture and fluid leak issues as extravasation was noted from the catheter in the provided images. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.